Event description:
The customer tested his blood glucose using one of his contour meters and received a reading of 142 mg/dl. He retested using his elite xl meters and received readings of 56 and 58 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and all results were within the normal control range. No product will be returned for evaluation.